Manufacturer narrative:
Additional manufacturing narrative: multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
The customer reported the radical-7 screen refreshes all the time and the connector is broken. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. The device was returned with no battery. When the device was powered on with a known good battery the device was able to obtain readings and alarmed audibly and visually under alarm conditions. The device was able to turn on using ac power while in the docking station. However, communication wasn¿t successfully established between radical-7 and the docking station. The radical-7 screens refreshed and reset. Internal inspection of the device showed that the pogo pins on the system circuit board were damaged, preventing the unit from making successful connection with the docking station and causing the screen to refresh and reset itself continuously in order to make a connection. A service history record review reveals that this unit was in the field for over nine (9) years with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters. (B)(6).

Event description:
The customer reported the radical-7 screen refreshes all the time and the connector is broken. No patient impact or consequences were reported.